Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: metallosis; grayish greenish staining and fluid; thickened scar tissue around the pseudocapsule and capsule; corrosion at base of trunnion; area of small erosion and stained synovial tissue in the acetabulum. Adapter sleeve and femoral stem added to complaint.

Event description:
Litigation papers allege that the patient suffered aches and pain in her left hip and groin, difficulty walking, stiffness and difficulty with activities of daily living, disfigurement and/or deformity, elevated levels of chromium and cobalt in her blood and injuries both permanent and non-permanent which have affected her health.

Manufacturer narrative:
Depuy still considers this investigation closed.